Manufacturer narrative:
The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster product analysis lab for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and it was also observed that the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was connected to the carto and the device was visualized and recognized correctly. A device history record evaluation was performed for the finished device 00001639 number, and no internal action related to the complaint was found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. (B)(4). Date of event ¿ no event nor date of event was reported that can be associated with the received device. Therefore, this field is reflecting 01-jan-2022 to account for the year that the device was received. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Biosense webster, inc. (Bwi) received an extra device that could not be associated to any existing record. Multiple attempts have been made to obtain clarification regarding this extra product; however, no further information has been made available. As a result, manufacturing ref# (B)(4) was created to analyze the returned device. No adverse patient consequences nor product malfunctions were reported when the product was received. This event is being reported because the bwi product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside the hub component. This finding is MDR reportable and the awareness date for this reportable lab finding is 07-jul-2022.